Event description:
This case occured outside of the USA, in italy. According to the information received on july 22, 2022, a patient was injected on (B)(6) 2022 with teosyal rha 4 (tpul-202313b0) in the nose (throughout the medial part of the nose from the columella and above and under the tip of the nose). Several days after injection, on (B)(6) 2022, the patient presented complications including presence of vesicle, redness, sensation of burning, swelling, presence of crusts and a transient loss of sensitivity at the injection site. Because of patient history ((B)(6)), the symptoms were initialy diagnosed as (B)(6) and the treatments prescribed were the following: on (B)(6) 2022: antiviral (acyclovir). On (B)(6) 2022: antibiotic (augmentin, 1tab /12 h for 5 days) and an antibiotic cream (gentalyn cream for 10 days). Later, the injector reevaluated the symptoms and a vascular complication was diagnosed. Thus, the treatments prescibed were the following: on (B)(6) 2022: the patient received 2 doses of hyaluronidase at 2 hours interval (1.5ml + 1ml). In addition to this, the injetor also prescribed corticosteroid (bentelan, 1tab/12h, scaling dose for 5 days) and a food supplementary to promote microcirculation (edenox, 1tab/d for 20 days). On july 22, 2022 , we were informed that the patient was fine but a small groove remained at the scar site. The injector will treat it after summer but recommended to massage the area. The situation of the patient is monitored. No additional information is available at the time of this report.

Manufacturer narrative:
Additional MFR narrative: batch data review: a major ncf 20/154 was opened during production, that concluded to no incidence on the product quality. Batch data history: no other complaint registered to date (july 26, 2022) for this batch number.